Event description:
It was reported that during a robotic prostate procedure, while taking the dvc after firing, the device would not release from the vessel. The device had to be transected off the vessel with another device. There was no adverse consequence to the patient. The patient is okay. There was only about a 10-minutes delay to the procedure.

Manufacturer narrative:
Damaged yoke. Evaluation summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where it engages with the tube. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.